Event description:
Report received from abbott international (abbott japan) which states, "the doctor inserted the catheter into the improper position of the patient. Therefore, he attempted to pull the catheter itself out. However, he was not able to pull it out. After rotating the tuohy needle 2 or 3 times, he attempted to pull the catheter out again. He was still not able to pull it out; it had the feeling of hooking. He pulled the tuohy needle and the catheter together, then he was able to pull it out. However, the tip of the catheter still remained inside the patient's body. The doctor's opinion is that it might have occurred by his improper technique. There is no harm to the patient." Additional patient information was requested, but no further information was available.

Event description:
Additional info was received from affiliate abbott japan after the submission of the initial medwatch which states: they did not remove the piece (of catheter) and will not do it in future. The physician attempted to place the catheter between no. 1 and no. 2 of vertebrae lumbale. No other catheter was placed. They was using this catheter for on and post operating pain management. The pt already left the hosp. And no complication is occurring. No further info was available.